Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound infection cannot be ruled out. Contributing factors for wound infection in this patient include bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgeries affecting skin integrity. There were no reports of wound infection in the pivotal ef-11 recurrent gbm trial. There have been 158 reports of wound infection in the commercial program to date.

Event description:
A 48 year old male patient with recurrent glioblastoma (gbm) began optune therapy on (B)(6) 2021. Patient temporarily discontinued therapy between september 15, 2021 and may 18, 2022. On june 06, 2022, novocure was informed that the patient was at the emergency department due to an infection at the surgical resection incision on the scalp (last surgical resection (B)(6) 2022). Patient was discharged home and optune therapy was temporarily discontinued due to the event. Patient reported that surgery was planned for (B)(6) 2022, due to the wound infection. The patient was instructed to allow the scalp to completely heal, approximately two months, before resuming optune therapy. After several attempts of contact, the prescribing physician did not provide any additional information or a causality assessment.

Manufacturer narrative:
Novocure recieved additional information on july 21, 2022, that the patient resumed optune therapy. The health care provider advised shifting the transducer arrays to avoid the surgical resection site scar. On (B)(6)2022, the patient reported that on an unspecified date, he was admitted to inpatient hospice care due to a wound infection at the surgical resection site.

Manufacturer narrative:
Novocure received additional information on october 17, 2022. The patient had been on optune therapy for approximately ten days in (B)(6) 2022, and four days in (B)(6) 2022. Due to delayed wound healing, optune therapy was temporarily discontinued with each attempt of resuming. Neurosurgery recommended keeping the affected area covered with a dry dressing. Optune therapy was never resumed. On (B)(6) 2022, during the patient's last neuro-oncology clinic visit, the patient presented with significant clinical decline. On (B)(6) 2022, novocure was informed the patient died on (B)(6) 2022. Cause of death was related to the natural progression of disease and unrelated to optune therapy.